Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen area on (B)(6) 2021 using the cool advantage cool core system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Liposuction treatment was completed on (B)(6) 2021 to the full abdomen.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A consumer reported they received coolsculpting to the full abdomen and is experiencing possible paradoxical adipose hyperplasia. (B)(6). Area(s) with symptoms: full abdomen with some areas on the abdomen worse then the. Does patient give verbal approval for allergan to contact the treatment office- verbal approval given from patient to contact her treatment provider and to gather the required info for the case. Description of events: the patient was treated to the abdomen in (B)(6), the patient then noticed in (B)(6) that her abdomen was starting to get larger and not smaller. Since then it has progressively has gotten larger. Patient was seen by the treatment provider and they diagnosed her with pah.